Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. No visual defects were observed. The device was evaluated for mechanical function. The toggle failed to extend and retract the blade. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro knife would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 02:09 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro knife would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.